Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation the lens was scratched. The iol was explanted and exchanged during the original surgery session. The device was not available for return, it was discarded by the healthcare facility. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, phsyical damage to lens, lens surface ablated by nd:yag operator error and cracked optic surface due to dehydration of lens. Our review of production records for the rayone aspheric rao600c batch 064245882 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 064245882. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause the scratch observed on the optic immediately following implantation.

Event description:
On 17th december 2024, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation the lens was observed to be scratched necessitating lens explantation and exchange.